Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. Concomitant medical products: item number: 51-104090, item name: taperloc stem, item number: 6191176, item number: 650-1067, item name: cer option taper adaptor, item number: 2920601, item number: ep-200148, item name: active articulation e1 poly cup, item number: 236460. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03918, 0001825034 - 2018 - 03916. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to leg length discrepancy.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.